Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was performed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68901ud00. However, in-house testing was performed utilizing a retained kit of lot 68901ud00. All testing passed indicating the reagent lot is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 68901ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 68901ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient that was not reported out of the laboratory. Results provided: (B)(6) 2025 sid (B)(6) = > 5.00 / 1.47 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient that was not reported out of the laboratory. Results provided: (B)(6) 2025 sid (B)(6) = > 5.00 / 1.47 ng/dl. No impact to patient management was reported.